Manufacturer narrative:
D10 concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot#: n2h0085y) sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n2g0717y) egiauxl endogia ultra univ xl stapler (lot#: p9l1316y) sigpshell, sig power sigpshell control shell (lot#: n2m0371y) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n3e0407y) sigphandle, sig power sigphandle handle (serial#: unknown) sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, while setting up, the power shell was not recognized by the handle. A new shell was then used. It was also reported that the trs suture for one reinforced reload was not secured and the trs was torn for the second reinforced reload. Another reloads were then opened. It was also mentioned that the two manual handles had instrument made strange noise. Additionally, the two reloads partially fired. It was noted that the stapling was partially completed not all the way through. New reloads were opened to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during the procedure, while setting up, the power shell was not recognized by the handle. A new shell was then used. It was also reported that the trs suture for one reinforced reload was not secured and the trs was torn for the second reinforced reload. Another reloads were then opened. It was also mentioned that the two manual handles had instrument made strange noise. Additionally, the two reloads partially fired. It was noted that the stapling was partially completed not all the way through. New reloads were opened to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on each instruments firing rack.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis could not be conducted because only the label was received, not the actual product. It was reported that the device was not firing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.